Event description:
Hello, an ellume home covid test gave me a false positive on october 15th three days after arriving in (B)(6). Less then 24 hrs later, I took a (B)(6) local pcr test which gave a negative result. The lot of the test did not show up on the recall list. FDA safety report ID# (B)(4).